Event description:
The facility reported that the resident was in the shower trolley, sitting up and pulling on her nightdress, which was stuck over her head. The caregiver turned away for a short moment. The resident fell out of the shower trolley. The resident sustained a foot fracture.

Manufacturer narrative:
The shower trolley was inspected by an arjo investigator. Play was found on the piston/lifting pillar, but it is not likely that was the cause of the resident falling out of the shower. Based on the info provided, the manufacturer has concluded that the resident most likely fell out of the shower trolley, because she was left unattended for a short moment and was probably sitting in a position off-center. The operating and product maintenance instructions state: "always make sure that the pt is lying in the middle of the stretcher, both length and breadthways. If the pt's positions is off-center, the trolley may tip over, causing serious injury to the pt and operator." The manufacturer recommends retraining of operators to the requirements of the opi. The manufacturer also recommends consideration should be taken to replacement of the product, as it is more than ten years old.